Manufacturer narrative:
Patient weight not made available by site. A medtronic representative evaluated the imaging system. The issue was suspected to be attributable to the imaging system detector panel. The suspect part was returned for medtronic's evaluation. Evaluation failed to confirm deficiency, and the returned part tested to be functional. Replacement part was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site personnel reported that during a spinal fusion case, the imaging system 3d spins contained white line artifacts in multiple images. There was a reported delay to the procedure of less than 1 hour due to this issue. Site made adjustments to the images using the software and then continued with procedure. Procedure was successfully completed with no adverse effect on patient outcome.